Event description:
The lay user/pt contacted lifescan (lfs) in 2005 alleging that her meter was set to the incorrect unit of measurement (uom). The medical affairs specialist (mas) mailed a letter since the user could not be reached by telephone for further calarification. Due to the meter set to the incorrect uom, the pt ate food and/or beverage after attempting to use the meter. Pt misinterpreted her blood glucose reading to be low. There is no info on whether she experienced any symptoms at the time of testing. The pt went to the hospital and was treated with insulin. The reading at the hosp was high; however, ther is no info on what the reading was in the hosp. The pt was unable/unwilling to verify whether the meter was previously set to the correct uom. Customer care agent (cca) sent the pt a replacement meter. No further info was provided.